Event description:
The report indicates that the customer had been experiencing consistently high bg levels (270 greater than 500 mg/dl) over a two day period. The subject pod had been worn for two hours and was unsuccessful at lowering her bg's; the customer then administered a manual insulin injection. As a result of the high bg's, she experienced dka and went to visit her doctor. While at the doctors office, the pod initiated a hazard alarm; the device was immediately deactivated and will be returned for eval.

Manufacturer narrative:
The pod involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.